Event description:
During baxter's functional testing of a spectrum pump, the device alarmed door not fully latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation observed a door not fully latched alarm caused by a loose link screw. The link screws were replaced.